Event description:
It was reported that the asymptomatic patient presented in the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a failure to capture and high pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.